Event description:
It was reported that there was high capture thresholds on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the lead was returned, analyzed, and no anomalies were found. Concomitant products: product ID d154vwc defibrillator, implanted: (B)(6) 2007. (B)(4).